Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing could not be confirmed or reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. [Whether or not the reported condition was verified]. The reported condition was not verified. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had no sound during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.